Event description:
On 4/7/1998 following a carotid angiogram and stent procedure in which a 9f catheter was utilized, an angio-seal device was placed in a pt's groin. On 12/7/98 the pt presented with chest pain and a suspected recurrent left carotid stenosis (pt also had right leg claudication). A peripheral angiogram was performed which found 50% left common iliac artery stenosis at the origin of the bifurcation, and a totally occluded right common femoral artery. The pt underwent a successful repeat angioplasty for the recurrent carotid stenosis. F/u with the reporter shows that as of 1/6/99 the pt has not undergone the medical recommendation of surgical intervention or stent placement for treatment of the right common femoral occlusion.